Event description:
It was reported that approximately seven years one month eighteen days post port placement via right internal jugular vein, the catheter was allegedly found to be torn during removal. Reportedly, the catheter was migrated inside the patient and removed. The current status of the patient was unknown.

Manufacturer narrative:
H:10 as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport MRI isp implantable port attached to a groshong catheter in two segments was returned for sample evaluation. Functional, gross visual, tactile and microscopic visual evaluations were performed. A complete & partial compound break were noted at the distal and proximal end of the attached catheter. The edges of both the break were noted to be uneven and surfaces were noted to be granular in one region and smooth in the other region. A longitudinal split was noted approximately 1.2cm from the proximal end of the distal catheter segment. The port was patent to both infusion and aspiration without issue. Aspiration and infusion were unsuccessful for the catheter. Therefore, the investigation is confirmed for the reported fracture and identified material separation, wear and deformation issue. However, the investigation is inconclusive for the reported migration issue as no objective evidence to confirm this was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that seven years, one month and eighteen days post a port placement via the right internal jugular vein, the catheter was allegedly found to be torn during removal. Reportedly, the catheter was allegedly migrated inside the patient and was removed. The current status of the patient was unknown.